Event description:
Healthcare professional reports patient developed peritonitis six days after being placed in a nursing home. Pt was dialyzed on a homechoice device by nursing home staff. Pt presented to hospital 10/8/97 with abdominal pain, cloudy effluent, and a tempertature of 102. The patient was admitted to hospital was released back to nursing home 10/9/97. On 10/11/97, the patient was re-admitted to the hospital, for a non-functional catheter due to fibrin build up and blockage. The patient's catheter was surgically removed and the patient is currently on hemodialysis. Per the health care professional, no product failure was identified and the source of contamination for the peritonitis is unknown.